Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient tried to keep the device charged, however they could not. They stated that they tried to charge as well and were not able to. The patient stated it had been one to two months since they charged. The patient reported that they were having pain between their hip and knee and it was also getting warm where the ins was in the hip. The patient stated that they did tell their primary care physician. ¿the patient stated that when their stimulator was in, mostly the back¿. The patient also mentioned their sodium level was low. They were working their healthcare provider (hcp) on this. The patient stated that they had been put on medication and it had gone up. Patient services tried to clarify the date of the event, however was unable to do so and therefore the event date was asked but was unknown. It was reported that the past few days ((B)(6) 2019), the patient had had pain that was new in their hip. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient¿s low sodium levels were due to an ulcer they found close to where the patient¿s pessary was (used because of bladder prolapse). The patient stated that they were now using an antibiotic cream for this. The patient stated that they did not receive any clarification on the cause of not being able to keep their device charged, not being able to charge the implant currently and the implant site being warm. It was reported that actions taken to resolve the reported issues of not being able to keep the device charged, not being able to charge the implant, the implant site being warm and having pain at the hip and between the hip and knee was their doctor referred then to a bone specialist doctor in (B)(6) on (B)(6) 2020. It was indicated that the issues had not yet been resolved as their doctor was still working with them on the low sodium levels and putting them on different medications. The patient weighed around 115 to 116 pounds at the time of the event. No further complications were reported/anticipated.